Event description:
It was reported that intermittent loss of capture was observed 2 days after implantation. During revision, insulation damage was noticed under the fixation sleeve. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a double deformation of the outer conductor helix about 20 cm distal of the is-1 connector pin in the area of the fixation. The insulation of the lead body and the inner conductor helix was severely squashed in this area. These damages are probably due to a tight binding of the ligature thread. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.